Event description:
It was reported during the pt's trial implant procedure a lead was removed due to invalid impedances. The physician had difficulty placing the lead, and an impedance test revealed all invalid contacts. The lead was removed, an another lead was opened and successfully implanted. The procedure was extended 10 minutes due to this issue. The pt rec'd adequate stimulation with the new lead.

Manufacturer narrative:
Evaluation: results: the complaint for "invalid impedance" could not be confirmed. No alleged device failure was identified. Continuity and stress testing was performed to analyze the channels' resistance and to verify the insulation characteristics between channels. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.